Manufacturer narrative:
The returned device was evaluated and the device was received deployed. Initial inspection found the exposed portion of the soft cannula to be torn. During investigation of the fluid path, the fluid path was manually occluded and fluid was observed to be leaking. Further inspection confirmed a tear in the exposed portion of the soft cannula, resulting in the observed fluid leak. The timing and cause of the damaged soft cannula could not be determined. No timeouts or drive stalls were observed in the download data that would indicate a failure to deliver insulin during operation. The patient history buffer data files showed the algorithm was functioning as intended, correctly responding to estimated glucose values and user inputs. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 24 and 36 hours.